Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the usb cable and wall adapter. Subsequently, the pump shut down due to insufficient power. The customer's blood glucose (bg) level was impacted (300-400 mg/dl). Insulin pens were used to address elevated bg level. It was confirmed that the pump was able to be charged with different charging supplies. A replacement usb cable and wall adapter were sent to the customer.